Event description:
I had lapband in 2007. At first, I had minor difficulties, but if I followed all the rules, I was able to keep food down. In the past couple of years, I have had greater and greater problems swallowing. I went to see a different doctor. We completed a barium swallow. The barium swallow shows a loss of motility in my esophagus, most likely due to the lap band. The lapband will have to come out, or I will not have a functioning esophagus. As an interesting side note, I lived 44 years without a cavity. I had my first fillings within the last two years. I believe the increase in vomiting has affected my dental health, in addition to other things. I don't feel like any of the warnings I read said "this device can cause your esophagus to stop working." I think it is a dangerous surgery, and wish I could spare someone else what I have been through.